Event description:
It was reported the customer had a keypad anomaly. The customer stated their act button was unresponsive when they attempted to rewind their insulin pump. Customer's blood glucose was 170 mg/dl. Troubleshooting did not occur as the customer resolved their keypad issues. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.